Event description:
It was reported that the centrimag console displayed an s3 alert on (B)(6) 2022; the console and motor were exchanged. However, the same issue occurred on (B)(6) 2022 with the backup console and motor; the console and motor were exchanged again which resolved the issue. There were no adverse patient consequences. Related MFR #s: 3003306248-2022-11285, 3003306248-2022-11286, and 3003306248-2022-11287.

Manufacturer narrative:
Reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a4: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed. A log file was extracted from the returned centrimag console (serial number: (B)(6) and was reviewed. The system was observed to be operating at ~3300 rpm / 3.8 lpm on (B)(6) 2022 at 1:24 after the first console had been exchanged. Multiple s3 alarms were observed correlating to a sub-fault related to the console¿s smart power supply (sps), indicating a potential issue with the console¿s sps pcb. The console was shut down at 1:35 of the same day and was not in patient use throughout the remainder of the data. No other notable events were observed. The returned centrimag console was received at the service depot, and an s3 alarm was observed on the console upon powering it on. The console was troubleshot, and the cause of the alarm was narrowed down to the console¿s sps pcb. The customer was provided a repair quote multiple times; however, approval for repair was not provided. As a result, the console was returned to the customer unrepaired. The root cause of the reported event was unable to be conclusively determined through this analysis. An incidental finding of failure to maintain the console¿s internal battery was found. Review of the device history record for centrimag 2nd gen. Primary console, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L, ¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.